Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had experienced an intermittent wireless module connectivity alarm, which was an out-of-box failure during its implementation at the customer's location. The event occurred during bench test at the hospital.

Manufacturer narrative:
D1, d2a, d2b d4: update. H3 and h6 codes: updated. D4: expiration date and h4: manufacture date is unknown; no information is available based on reported lot number. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.